Event description:
During a treatment, respiratory staff noted the ventilator noise had changed and saw water on the floor. The disposable heater chamber had a leak and had to be replaced with a new one. Nursing staff manually ventilated patient while respiratory replaced the chamber. No patient harm.